Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the medication orders did not cross to servers. A technical support specialist changed the medication identifiers and deleted location of the obsolete to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis ciisafe system medication identifiers did not cross to server, preventing user from removing the required medications and causing delays.there were no adverse events or injuries reported based on this event.